Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging an unknown issue with an unknown onetouch meter. The complaint was classified based on customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to contact the patient, despite numerous attempts, to obtain additional information. The patient reported that the alleged product issue began at 9:47am on (B)(6) 2015. The patient manages their diabetes by self-adjusting their insulin dosage and in response to the alleged product issue the patient stated that they consumed additional food and/or drink at 11am on (B)(6) 2015. During the initial call with the cca the patient denied experiencing any symptoms as a result of the alleged product issue, but they stated that at 1pm on (B)(6) 2015 they required medical intervention in the emergency room (e.r.). The patient received IV glucose from a healthcare professional and allegedly obtained a blood glucose result of "48 mg/dl" on an e.r. Meter at this time. At the time of troubleshooting, the cca was unable to resolve the issue. The patient's products were requested back for evaluation. This complaint is being reported because the patient allegedly experienced an issue with the subject meter which led to them requiring treatment from a hcp in the e.r. In order to prevent further injury.